Event description:
There have been four "failures" with this device. In this failure, an auto suture 11.5 liga clipper, fired improperly and tore the leg vein when surgeon was clipping off the side branches requiring additional time to sew on the vein. All devices seemed to function okay clipping examples to a 3x5 card but noted a cutting of the card in one attempt when the clip didn't attach properly. All happened with same experienced doctor. The manufacturer was contacted regarding the incident where the leg vein was torn. Noted over 500 MDR's reported in last 9 years of the "surgiclip" in doing a maude search.

Event description:
Prior to the reported event, pt was on bypass, and monitor was functioning as expected. Reported event occurred while bringing the pt off bypass at which time the ECG waveform disappeared. Clinician tried to troubleshoot by using different patches and leads without success. Monitor displayed 'no leads'. Biomed was called in to the or and tried to troubleshoot without success. Subsequently, without touching anything, ECG waveform appeared on the display, however, the ECG waveform disappeared once again. Clinician finished the procedure. There was no reported pt injury. Manufacturer requested the ECG cables adn the module from the hospital. Cables and the module have not been received by the manufacturer at this time. Laboratory testing will be conducted by the manufacturer upon receipt of the subject items. A device from a reserved sample was evaluated. The reported fault could be duplicated only with a wet cable. Root cause, based on the info known to date, is user error. Manufacturer has not received any allegation or claim that the reported situation caused or contributed directly or indirectly to a death or injury. Manufacturer requested the ECG cables and the module from the hospital. Cables and the module have not been received by the manufacturer at this time.